Manufacturer narrative:
(B)(6): a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device does not recognize the electrical network. There was no report of patient involvement.